Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance twice in the last 2 months due to over night low blood glucose incidents. The customer had blood glucose levels of less than 40 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed for the lows. The customer reported receiving a post rest ram crc alarm, a history pointer failed alarm, and a software error detected alarm. The customer also reported sensor issues. The customer needed assistance with pump programming. The insulin pump will be returned for analysis.